Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. The patient¿s spouse indicated that during use of the cardiac resynchronization therapy defibrillator (crt-d) system the patient¿s legs began to seep fluid and form blisters and was instructed by a physician to administer diuretic two times a day. Additionally, it was stated that later the patient experienced a fall and could no longer stand. The patient presented to the hospital, procedures and test were performed and the patient was diagnosed with an infected device, and the infection of sepsis and staph had spread throughout the patient¿s system. It was also reported that many procedures including dialysis were performed, however, the patient subsequently expired.